Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic with multiple lvad faults. The log captured 10 lvad fault alarms at 7:30 pm on 02dec2022. These were related to a brief communication issue that appears to have cleared on its own. If these alarms occur again, resetting the pump by disconnecting and reconnecting the driveline should resolve the issue. It was later communicated that the patient was on mobile power unit (mpu) support when they tripped and pulled the plug out of the wall.

Event description:
The cause of the left ventricular assist device (lvad) faults was not determined. The clinicians suspected it may have been related to the patient being around magnets or electrostatic build up. A power cycle was performed, the patient was re-educated, and no further issues were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms associated with a communication issue; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2022 through (B)(6) 2022. The file captured lvad internal faults on (B)(6) 2022 associated with lvad communication issue flags, which ultimately resolved on their own. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are available. Section 7 of the IFU and section 5 of the patient handbook entitled "alarms and troubleshooting" outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The patient handbook also instructs the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.